Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and the patient's chronic right ventricular (rv) lead exhibited high out-of-range (oor) shocking impedances of greater than 200 ohms at initial implant of the device. Several troubleshooting techniques were tried all of which were stable, so the physician thought it was an issue with the device header somewhere. Testing was completed and the physician found an acceptable vector and the lead and device remain implanted. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.